Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a custom tubing pack, it was reported that while performing a cec as part of coronary bypass surgery. Recommended heparin dose for a 400-second act: 18,000 iu. This corresponds to the theoretical dose (250 iu of heparin/kg). Control act: 338 seconds. Addition of 3,000 iu of heparin (1,000 iu in the priming line and 2,000 iu via the central line). Start of cpb and subsequent act control: 421 seconds. No difficulty in achieving the theoretical flow rate, but dark spots were quickly observed on the surface of the oxygenator, suggesting thrombi. A very gradual drop in flow rate and the observation of other thrombi led to the decision to replace the circuit during the procedure with one from a competing supplier. Immediate consequences: low flow (map at 40 mmhg) for 10 minutes, hemodilution of the patient, and the need for a blood product transfusion. Subsequent consequences: no observations so far, the next day the patient was conscious without neurological disorders. Report from supplier and ansm, 6th similar report over the last 24 months for circuits from this manufacturer (although a different batch). Request for quarantine. The device was replaced to complete the procedure.

Manufacturer narrative:
Correction d4: expiration date added. Correction h4: device mfg date added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: medtronic received information that during use of a fusion oxygenator, it was reported that while performing a circulation extra-corporelle (cec) as part of coronary bypass surgery. Medtronic received additional information that the patient was on cpb for 3 minutes when the blockage occurred. The solutions used during prime were 1000ml of isofundine, 200ml of ringer's lactate and 1000 units of heparin sodium. The patient was previously on eliquis kardegic. The customer stated that they will not use any packs until obtaining analysis results. The fusion oxygenator lot numbers associated with the pack are 230277829 and 230069685. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of clots/fibrin. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7lpm blood gas flows) the results are as follows: 214 mmhg blood side pressure drop conclusion: reason for return was confirmed for thrombus/clots however the deice was tested at 7 lpm with a pressure drop of 214 mmhg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.